Manufacturer narrative:
H3: the investigation by ge healthcare has been completed. The acoustic performance test was performed on the system and concluded that the testing meets the iec 60601-2-33 requirements and the osha levels are within the specification for this system configuration. The incident appears to be the result of human medical condition(s). The patient was provided proper hearing protection during the scan. Human conditions may cause sensitivity to acoustic levels that occur during normal clinical scanning. No system issue was found. No corrections are required as the system was operating within specification.

Event description:
The customer received notification from a patient which stated that after having an MRI, they developed tinnitus. The patient, who had been provided ear plugs, complained about the noise during the exam. At that time, headphones were added for additional protection.

Manufacturer narrative:
(B)(6) 2022. Unique identifier: (B)(4). There are no additional device identification numbers. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed. Device evaluation anticipated, but not yet begun.